Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, can connection status, service code 204) was confirmed. The trunk cable had a short. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages, can connection status and a service code 240.